Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead were both found to be dislodged. The leads were both repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the leads were not received for evaluation; however performance data was collected from the device and analyzed. There was undefined impedance reading for both leads on (B)(6) 2012. Event: it was reported that the left ventricular (lv) lead and right ventricular (rv) lead were both found to be dislodged. Preliminary geo assessment: dislodgement preliminary geo conclusion: suspect lead ok. (B)(6). (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6948 implantable defibrillation lead (B)(6) 2007. (B)(4).